Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed button error and cannot be cleared. Customer indicated that pump got wet. Customer's blood glucose was 234 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis. No further information was given.

Manufacturer narrative:
The pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms, unexpected numbers ramping/scrolling, or moisture damage on the electronic assembly noted during visual inspection and testing. The pump had a cracked lcd window, a cracked case at the display window corner, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a stained end cap sticker.